Event description:
It was reported that a malfunction occurred on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance in resetting the pump, and advice was given to call back if the issue recurs. The customer acknowledged and understood the instructions, and was able to continue using the pump without further issues.